Manufacturer narrative:
(B)(4). Medical product: unknown lcck femoral component: catalog#ni, lot#ni; unknown lcck tibial tray: catalog#ni, lot#ni. Report source: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately ten years post implantation, the patient presented to the clinic due to a sudden onset of pain when getting up from a chair. X-ray images revealed a fractured and dislocated locking screw. The patient underwent revision surgery to replace the articular surface and locking screw. Due diligence is in process for this complaint; to date no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs that the articular surface had been used, nicked, gouged, scratched. The locking screw was returned in whole without any fractures, but the threads were damaged. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the patient went to the hospital due to pain after hearing a grinding noise when standing from a chair, the surgeon suspected a fractured locking screw, which was not confirmed from radiographs and disproved with the returned product. X-rays showed the locking screw was dissociated from the tibial component but still present in the femoral component. Only the articular surface was removed and a full synovectomy was performed due to abrasion synovitis. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately ten years post implantation, the patient presented to the clinic due to a sudden onset of pain and grinding noise when getting up from a chair. X-ray images revealed a fractured locking screw and disassociated articular surface. The patient underwent revision surgery to replace the articular surface and locking screw. Due diligence is complete as multiple attempts have been made; no further information as been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: femoral component size d left: catalog#00599401491, lot#62030884; stem extension offset 18mm dia x 100mm length: catalog#00598802018, lot#62038379; prc agmt block post sz d 5mm: catalog#00599003401, lot#61865012; stemmed tibial component precoat size 1: catalog#00598002701, lot#61829125; stem extension straight 16mm dia x 100mm length: catalog#00598801016, lot#61933186; unknown refobacin cement: catalog#ni, lot#ni. The product has been received by zimmer biomet and the investigation is in progress. Upon completion of the investigation or receipt of additional information, a follow-up report will be submitted.